Event description:
During evaluation of a returned spectrum pump, the device tested for flow accuracy at the rate of 40 ml/hr at a volume to be infused of 40 with the results of 44.232, and the error percentage was 10.58%. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed. During evaluation, the device evaluation tested the device for flow accuracy, at the rate of 40 ml/hr at a volume to be infused of 40 with the results of 44.232, and the error percentage was 10.58%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be corroded pressure plate springs. The pressure plate springs required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.